Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the interstim was helping, had cured their issue, then stopped, they had started dribbling before they could make it to the bathroom. The patient stated return of symptom started 4 days ago and was noted as gradual. The patient also felt like they had a uti and started taking their antibiotics again. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were still having issues. It was previously reported that they were seeing the sync screen, poor communication, and were having a problem with their controller. This same issue was occurring again. The patient noted that it had resolved on the last call, and thought it was user error. It was mentioned that the patient placed the antenna on the incision scar instead of under the scar. It was determined that the issue was resolved via patient education.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.